Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip jammed in the jaws of the applicator. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the instrument was returned with the jaws yielded, causing the clips to be ejected. However, no jamming issues were noted. While we were unable to recreate the event. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.